Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2002 ohms. Subsequently, this lead was surgically abandoned and a new lead successfully implanted. No additional patient adverse effects were reported.